Manufacturer narrative:
Follow-up #1: date of submission 05/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: review of the alarm history revealed records of low battery warnings and replace battery alarms. The electrical current draws were evaluated and found to be high. Inspection of the interior compartment of the pump revealed moisture damage on the printed circuit board. Investigation determined short battery life issue due to internal moisture damage. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.